Event description:
It was reported the lead was frayed just below the 3 electrode and did not fully insert into the implantable neurostimulator. The physician implanted a new lead and upon completion of that, was able to complete the procedure. The patient claimed she felt the lead pull during her trial period and the boot and connector had migrated toward tge exit of the lead. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# v998463, product typ lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when the analysis is complete. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot#: v998463, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: lead. Analysis of the lead (model#: 3889-28, lot#: v998463) found that the connector area, or the proximal end of the lead, was stretched. In addition, the conductor wires were stretched and then pressed back together again causing the #0 electrode conductor wire to be exposed on the outside of the insulation by the #0 corridor. Suspected body fluids were observed in the lead. The conductor coil was crushed. A functional indicated an acceptable continuity between all circuits, and that no shorts (dry) were present.